Manufacturer narrative:
Submit date: 11/10/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the line was primed with a syringe and 10% dextrose solution prior to insertion. No leak was evident during priming. Immediately after inserting and following x-ray confirmation of correct positioning, the line was hooked up to the dextrose infusion and a leak was noted from the hub around the catheter insertion point to the hub. The line was immediately removed and replaced. A second unnecessary x-ray was required for the infant in order to confirm the portion of the replaced line. Incident date is not available.

Manufacturer narrative:
Submit date: (B)(6) 2016. The lot number information was not provided therefore a device history record (DHR) review could not be performed. All DHR¿s are reviewed for accuracy prior to product release. A sample consisting of one 3.5 fr urethane umbilical catheter was returned for evaluation. The sample presented signs of use (dirt and wear). A visual inspection was performed and a hole was found below the strain relief. All DHR are reviewed for accuracy prior to product release. There is a 100% leak testing applied during the manufacturing process of uvc catheters. After the leak testing station, other operations are performed to the catheter; however, these do not contain process risks which may contribute to the occurrence of the reported failure mode. The product handling between stations is done by hand using plastic bins with no pinch points. The other operations are tip cutting, occlusion test, depth mark printing, depth mark drying, visual inspection, catheter guard assembly and finally packaging. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause could be attributed to unintentional damage during use as detailed in the instructions for use (IFU). Also, per the IFU the use of alcohol, acetone or alcohol containing antiseptics directly on the catheter may cause irreversible damage to the polyurethane which can lead to a leak or break. It must be noted that in process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.